Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the loss biopsy/flushing channel was the unit may have been damaged at the area where the port was assembled. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and the evaluation found the forceps channel port was loose. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the cystonephrofiberscope failed on leak test and the biopsy/flushing channel had come out. The issue occurred during a urodynamic studies / flexi cysto case. The procedure was completed with no delay. There were no reports of patient harm.